Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation'), pelvic pain ('pelvic pain') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic inflammation. Concurrent conditions included obesity. Concomitant products included gabapentin (neurontin), midodrine and quetiapine fumarate (seroquel). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and the first episode of tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). In 2017, the patient experienced seizure (seriousness criterion medically significant), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), the second episode of tooth disorder ("dental problem"), abdominal pain upper ("stomach pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy. {full}, salpingectomy. {bilateral}, oophorectomy bilateral) and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, seizure, the last episode of tooth disorder, fatigue, migraine, headache, weight increased, abdominal pain upper and vulvovaginal pain outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain upper, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, seizure, vaginal haemorrhage, vulvovaginal pain, weight increased, the first episode of tooth disorder and the second episode of tooth disorder to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), fatigue, migraines, headaches, seizures and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: blockage was good. Imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified)- unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: pfs received. New event: abnormal bleeding (vaginal), dental problems, vaginal pain, stomach pain were added. New reporter, plaintiffs information added. Concomitant condition, drugs added. Historical condition and lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), tooth disorder ("dental problem"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy. {full}, salpingectomy. {bilateral}, oophorectomy bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and menorrhagia had resolved and the seizure, tooth disorder, fatigue, migraine, headache and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, seizure, tooth disorder and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), fatigue, migraines, headaches, seizures and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test(s) (unspecified) unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Product indication updated. Essure explant date added. Previously reported ¿injury to herself¿ was updated to pelvic pain. Events- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, menorrhagia (heavy menstrual bleeding), dental problem, fatigue, migraines, headaches, seizures and weight gain were added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.